Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last months. Data analysis was performed, and it was found that this patient was in atrial fibrillation and atrial tachycardia (af/at) and the increase in power consumption was due to high rate atrial sensing. No adverse patient effects were reported.